Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6)2024, it was reported by a sales representative via sems-06487845 that an ar-6480 dualwave pumps wheel would not work. This occurred during a case where they switched the pump and the case continued with no further issues. There was no harm to the patient.